Event description:
Patient representative additionally reported left side implant "changed shape and gotten harder¿, ¿shocking pain if [patient] tries to shift it¿, ¿feels like the left side is melting off or falling off the implant¿, and ¿seroma¿. Physician reported left side "pain, hardness, edema and exchange from a textured to smooth breast implant due to the patient¿s concern with the product." The device was replaced.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified; wear abrasion, deformation, weight within specification, fold creases. After autoclave cycle was identified: cloudy gel, voids between shell and gel. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade ¿iii or IV" and "seroma."

Event description:
Patient representative reported left side capsular contracture, ¿baker grade iii or IV,¿ ¿severe pain and discomfort around the implants,¿ ¿fluid around the left breast implant pocket¿ and ¿concerns regarding [the patient's] implants.¿ device remains implanted.